Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8 801075, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having unstable geometry readings, the passive markers had a recognition failure. The customer confirmed that the markers were mounted properly and wiped them using wet and then dry gauzes, but the condition was not restored. When the passive markers were replaced with back-up markers, they were recognized successfully. This occurred intra/peri-operatively with 20 minutes delay to surgical time. There was no reported impact on patient outcome.